Event description:
It was reported that the patient's device was interfered with during electrocautery which occurred during patient valve surgery. It was also reported that the interference triggered an invalid lead impedance warning. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.